Event description:
Complainant alleged that the clinicians were attemping to cardiovert the heart rhythm of a patient. The clinicians shocked the patient at 30, 50, 70 and 100 joules. They then attempted to shock the patient at 150 joules, but the device displayed a "pacer fault 116" and a "defib fault 72" message and would not charge. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.